Manufacturer narrative:
H3: product analysis stated that the nim-neuro 3.0 console is very slow starting up due to corrupt cpu pcb. Once start-up is complete no other errors occur and the console can be tested without issue. The software is up to date (3.1.0.5). H6: previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mainframe was slow to operate during ignition and also checked the patient interface where the electrodes are inserted as problems have occurred in the return of the grounding. Despite the forklift remote control, the machine is always slow and has turned off during the intervention. There was no patient involvement.

Manufacturer narrative:
B5: updated event description. H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: previous codes b17 and c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that issue of electrode ground occurred during intraoperative. It was possible to complete the procedure, but not correctly, as no recording was made. There was no patient impact.